Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr), dilated left atrium, anterior leaflet prolapse, thin and short leaflets for a mitraclip procedure. The first clip was a mitraclip xtw. During deployment establishing final arm angle (efaa), the clip was locked at 5 degrees and continuously opened to approximately 10-15 degrees. Troubleshooting was performed unsuccessfully. The clip was implanted. A mitraclip nt was implanted as the second clip. A third clip, a mitraclip xt, was deployed lateral to the first clip for stabilization, and a single leaflet device attachment (slda) occurred after deployment. The xt clip was detached from the anterior leaflet. There was no leaflet injury or damage to the leaflet reported. A fourth clip, a mitraclip xt, was implanted successfully for stabilization of both previous clips. The final mr was grade 2. There were no reported adverse sequelae and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) appears to be related to challenging patient anatomy (thin and friable leaflets, anterior leaflet prolapse). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "six (6) fluoroscopy videos and seven (7) snap shot still images taken from the fluoro videos were provided. For simplicity, only the fluoro videos are referenced in this evaluation since the snapshots are duplicates: the first video was taken during active use of the first cds (lot 41115r1124) reported for clip open while locked during efaa. The delivery catheter (dc) shaft is fully extended with the clip attached to the l-lock. The clip is oriented such that the clip arm plane is parallel with the fluoro view so the clip arm angle cannot be visualized. Based on the location of the tips of the clip arms, the clip appears to be in a closed position ~15° - 20° after grasping the leaflets. Presumably, the video was taken after closing the clip, prior to performing the first efaa check. The second video shows a similar state of the first cds (lot 41115r1124); however, the clip arms are opened to ~30° - 35°. Assuming that the second video was taken after the efaa check was performed, the clip arms appear to have opened ~10° - 15° and aligns with the reported incident details that the clip opened during the efaa check (clip open while locked). The third video was taken immediately post deployment of the first clip (lot 41115r1124). The post deployment clip arm angle appears to be ~20° - 25°. Comparatively, the post deployment clip arm angle observed in the third video appears smaller than the arm angle in the second video taken after efaa, indicating that troubleshooting was performed in which the clip was reclosed after the failed efaa check. The observed post deployment clip arm angle of ~20° - 25° is within the typical range of clips implanted per the instructions for use (10° - 30°) and does not present with an abnormally large angle typically associated with post deployment cowl. The fourth video was taken post deployment of the second clip (no reported issue). There is no apparent change in the clip arm angle of the first clip (reported for efaa cowl). The fifth video was taken during active use of the third cds (lot 40724a2079) reported for single leaflet device attachment (slda). The video was taken prior to deployment (mechanical separation) of the third clip. The sixth video was taken during active use of the fourth cds (no reported issue). All three deployed clips in the video appear to be in a fully closed position. Since cardiac structures and leaflet tissue cannot be visualized on fluoroscopy, leaflet insertion / attachment to the third clip (reported for slda) cannot be assessed. The reported slda cannot be confirmed based on the fluoro imaging provided."